Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The distal breakage of the knife light 10/pk could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The breakage of the distal arm of the polycarbonate pin was caused by a tension force. The operative technique 982355-en a4409 knifelight optech was reviewed: ¿workshop training is required priori to first surgery¿. [Original statements] - the instructions for use 3300-001-000 rev j knifelight were reviewed: ¿do not use the knifelight as a retracting device to pry or separate muscle or ligaments. Using the device in this manner may cause the tip of the knifelight to break off in the surgical site and may result in injury.¿ ¿the knifelight must only be used by physicians who have specific anatomical and surgical skills and are experienced in hand surgery.¿ ¿read and understand these instructions. Familiarization with knifelight prior to use is important.¿ [original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operation technique document and the ifus highlight the importance of getting familiar with the product prior to be used as well as not separate tissues with this instrument. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The tip of the knifelight broke during initial stage of surgical procedure.

Event description:
The tip of the knife light broke during initial stage of surgical procedure.